Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) who reported the cause of the shocking wasn¿t determined. The consumer tried a different group with a different pulse width, but it didn¿t seem to help. The only thing that helped was when muscle contractions (shocking) took place was to lower stimulation down by 1.5 milliamps or so. The patient had a full work up planned starting december 8th to check lead position and other tests to try and determine what was going on. The regression from when this system was implanted was significant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having full body shocking sensation.the impedances all look normal and the clinician attempted to test with the patient in different positions but did not see a change in the impedance values. The issue started about one year ago after the implanted neurostimulator was replaced and has been getting worse over the past 5-6 months ago. The caller indicated that the patient is programmed with a 1 2 bi-pole on both sides. The healthcare provider had the patient turn stimulation off and when stim was off the sensation went away.